Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweaty, dizziness, incoherent. A pt reported they were unable to read the display. Their meter allegedly would not display a complete display. The result on their meter was 38 mg/dl but numbers are incomplete. Customer didn't test in any other equipment. There was no treatment. No further info has been reported.